Event description:
Underdelivery report number 2 of 2 for this device. The device tested fine after the first reported incident, thus it was suspected to be a user issue. The pump was then placed again in home care use infusing a tpn solution of 1250ml over 12 hrs. A flow detector was not in use. The pump was set up and sounded" like it was infusing and the display indicated volumes delivered. The infusion was to run overnight. Upon awakening in the morning, the pt noted that the display indicated the full volume had infused, however, the IV container was still almost full.